Manufacturer narrative:
A complete manufacturing and material records review for the device has been performed. The results confirmed that the device satisfied all material, visual and performance standards required at the time of manufacture and release.

Event description:
The manufacturer received the following information through patient tracking department. Based on the information received, a memo4d annuloplasty ring size 34 was implanted in the patient on (B)(6) 2021. Reportedly, the patient was scheduled for a mitral valve in ring re-intervention procedure due to leakage. No further information is available at this time.